Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient noticed it was getting harder for them to start the flow of urine and did not feel they were emptying their bladder as they would urinate 20 minutes after they first used the bathroom. No further complications were reported.